Event description:
Patient reported that they became ill in at 2:30. Patient stated they woke up that morning and started vomiting. They started that one of their family members rushed patient to the emergency room. Patient was admitted to the intensive care unit with their blood glucose level over 1500 mg/dl when they checked it at the hospital. Patient received an insulin drip. Patient stated that they didn't receive any error messages from the device and thinks that their device wasn't delivering any insulin. Pump user didn't adjust time on device appropriately while traveling (2 hours off). Pump user also was changing patient tubing every 4 days and should change every 3 days. Pump user's current condition: not very well.